Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported patient underwent posterior lumbar interbody fusion at l3-5. Intra-op, the surgeon implanted two cages on level l4-5 and one was implanted on l3-4. While attempting to implant second elevated cage on l3-4, the cage broke, breaking off a small part of the peek side. No fragments remained inside the patient. No patient complication was reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the nose of the peek upper component. Implant as-received with peek component raised slightly above the nose of the implant. Optical and microscopic examination of the implant identified very light surface marks on the peek scallop features and one side of the nose of the peek component, consistent with axial loading of the peek component during attempted intraoperative insertion and subsequent fracture of the implant. If information is provided in the future, a supplemental report will be issued.